Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, cracked tank cover. Outdated printed circuit board (pcb) and power switch. Producing a shock is probable considering a fuse on the pcb and around it has shorted out. While setting the device up for investigation, it was found that power was intermittent and a fuse on the motherboard had shorted out. The probable cause of the employee getting shocked may be the condition of the motherboard, the out of specification line cord that they didn't get from us, or the power source that they used. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device shocked the staff and investigation shows "bump and bruises on device but doesn't appear to be dropped". There was no physical damage reported. There was no medical intervention required. The event happened in l/d or 2. The report came from anesthesia supply tech. There was no patient harm.